Event description:
Revision surgery - due to the patient having pain and the baseplate having loosened.

Manufacturer narrative:
Manufacturing narrative: the reason for this revision surgery was he patient was having pain and the base plate loosened. The actual length of in-vivo patient service for this product is unknown as the original surgery date was not provided or could be established. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history record (DHR) was not conducted since a lot and part number were not provided or determined during the complaint evaluation. Multiple searches of the djo surgical records and patient database revealed no additional information concerning this event. This complaint will be closed with the lot and part unknown pending receipt of additional information. This complaint is deemed to be non-product related. The complaint states the patient had a loosened tibia baseplate. This revision was necessary to correct the patient's condition. The length of in-vivo service is unknown since an original surgery date was not provided or could be established. No other conditions relating to this event could be determined with confidence. The surgeon reported no issues associated with the explanted product. The complaint investigation is limited in scope since the part (s) associated with this investigation was not returned to djo surgical for evaluation. The surgery was completed as intended and without incident. Should addition information become available this complaint shall be re-opened and a further evaluation well be conducted. No further action is deemed necessary.